Manufacturer narrative:
The softclix lancet device is the suspect product.

Event description:
The MFR's evaluation of the returned device revealed that the lancet carrier is not fully retracting, resulting in the lancet protruding from the device end-cap. No associated injury was reported.